Event description:
It was reported that the patient faced scar tissue which did not seem to be absorbing insulin on (B)(6) 2026 which led to high blood glucose level of 356 mg/dl. The patient experienced the symptoms of dry mouth and muscle weakness at the time of event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.